Event description:
It was reported that the ventricular lead had high impedance of 3000 ohms and oversensing. The patient was hospitalized for temporary pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: p1501dr implantable pulse generator, implanted: (B)(6) 2007. (B)(4).